Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve frame was under expanded and required a balloon aortic valvuloplasty (bav). The valve dislodged during the bav and was positioned in the ascending aorta. The delivery catheter system (dcs) was removed from the patient. A second transcatheter bioprosthetic valve was loaded on a second dcs and successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.